Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, a similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during unpacking for an unspecified procedure, a guide wire break occurred. Upon removing the platinum plus guide wire from the packaging, the tip separated. The device had no contact with the patient. Another wire was used successfully with no harm to the patient.